Event description:
A customer reported via phone call indicating that they experienced high and low blood glucose ranging from 39 to 500 mg/dl. The customer was transported by paramedics to the hospital. The details of treatment or hospitalization were not provided. The customer stated that they had five sensors that failed and would like to send the reminder box of 20 sensors back for analysis. The customer was shipped new sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).